Event description:
Customer testing on accu-chek compact plus system (compact plus meter, compact test drum lot#20657841 exp date# 07/31/2008). Customer did not indicate her testing location. Customer did back to back blood glucose testing on the same meter with blood glucose results of 239 mg/dl and 6 minutes later 90mg/dl. Customer states that she did not take action/inaction based upon results. No adverse event occurred. Customer has never ran controls. A request for return of suspect device was made, and a replacement was sent.

Manufacturer narrative:
The suspect product is compact test drum, cat/3038106, exp: 07/31/2008.